Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple cubie pockets were failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple cubie pockets in the same drawer failed and it was resolved by the customer. The field service engineer (fse) found row board cable on the drawer controller was loose. The fse reseated the row board cable. The customer tested the drawer, and all tests passed successfully. The system functioned as intended after the field service engineer repaired the device.